Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's next to kin reported via phone call that the insulin pump had a black horizontal line on the bottom of the screen. It was reported that the blood glucose was 14.5 mmol/l at the time of call. The customer treated the blood glucose with manual injections. Troubleshooting was performed and the insulin pump passed the self test. The customer was advised that the insulin pump will be replaced out. Product is not expected to return.

Manufacturer narrative:
Pump passed the displacement and self test. No unexpected missing segment/partial display anomalies noted. No unexpected black horizontal line anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.